Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Crd_1036 - regent china pmcf.(B)(6). It was reported that on (B)(6) 2023, a 21mm sjm regent aortic mechanical heart valve was implanted in a patient. The patient had had chest distress on (B)(6) 2023, and was diagnosed with lung infections on (B)(6) 2023. On (B)(6) 2023, the results of cardiac ultrasound and left heart function measurement showed that there was a large number of refluxes around the artificial aorta valve, considering the paravalvular leakage. The patient was treated with cardiotosis and diuresis. The patient's mental condition was improved, diet was ok, sleep quality was normal, urine and feces were normal, cough was reported by patient and it was like streaks of blood in sputum on (B)(6) 2023. The patient was treated with nebulizer therapy.

Manufacturer narrative:
Additional information: b5, g3, g6, h2, h6, h10 an event of massive paravalvular leakage was reported. A returned device assessment, to see if there was any anomalies with the valve could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Crd_1036 - regent china pmcf. Cn5793 - 278 (r757105501) subsequent to the previously filed report, additional information was received. On (B)(6)2023, transthoracic echocardiogram showed multiple refluxes around the artificial aortic valve, consider paravalvular leakage was noted. It was reported that the device was explanted and an unknown device was implanted on (B)(6)2023.